Manufacturer narrative:
No response was obtained from the hospital, so the complaint product code and batch is unknown. Erp analysis of sales to the hospital within the reported time period suggested the probable drill was (B)(4). A review of the device history records for the identified drill batches sold to the royal bolton hospital showed that the products were supplied in conformance to speficiations and revealed no deviations or non-conformities which could have contributed to the reported drill failure. Trend analysis of the possible complaint drill ((B)(4)) identified a low failure rate of 0.0088%, and no negative trends have been identified. As no further information was provided by the hospital, the investigation was limited, and the root cause unable to be ascertained.

Event description:
It was reported than an ortho solutions 2.0mm drill bit broke whilst in use in patients bone. A second consultant advised and the decision was made that it was safer for the patient to leave broken drill piece in the bone as it would cause further damage to remove it. No device information was provided and the complaint device was not returned. The conditions of use and the surgical procedure is unknown at this time. No further complications or injury were reported. The reporter was contacted on multiple occasions and no response was given. Should there be any changes to the conclusion of this complaint's investigation as a result of update of information, this report shall be appropriately updated.